Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported the drill bit broke during use. The surgeon was unable to retrieve the broken part. There were no reported adverse consequences or clinically significant delay in treatment.